Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the us that the bubble sensor doesn't work on the rotaflow drive. Upon inspection of the rfd connector found a pin missing in the connector. Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "bubble sensor doesn´t work" occured during inspection of the rotaflow drive the affected rotaflow drive was shipped to germany for repair by the manufacturer emtec under(B)(4). Incoming goods in rastatt (B)(6)2020 functionaltest in rastatt (B)(6)2020 failure not confirmed sent to emtec (B)(6)2020 back from emtec (B)(6)2020 outgoing goods (B)(6)2020 according to the service report (B)(4) from emtec dated on (B)(6)2020 the drive was connected to the test console by emtec. Device stopped with bubble alarm. The sensor worked as it should. Failure could not be reproduced after serveral tests. About the described missing pin. By old serial numbers it is normal that pin 8 is missing and this has no influences of the functionalty the rotaflow drive. The drive passed all tests. The rotaflow drive was tested in rastatt according to the service protocol (see service report (B)(4) dated on (B)(6)2020 ). The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.18 was reviewed on (B)(6)2020 with the following outcome: the most possible causes for the reported failure "bubble sensor doesn´t work" could be determined as: bubble/flow sensor failure, e.g.: * malfunction of bubble/flow sensor electronics * dried contact gel * user forgot renewing contact gel * mechanical defects (impact) * sensor not detected although sensor is connected * device used out of specification * software error the reported failure "bubble sensor doesn´t work" occurred during inspection and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).